Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2465, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer's daughter stated that her mother was injured by essure. For one year she was not her mom because of the severe pain she experienced in the left side of her body. As she described it felt like bone pounding pain and a skin ripping sensation near her kidneys. She was turned away from doctors making it seems like it was all in her head until she took it upon herself to initiate an x-ray of her abdomen and saw that the left coil had doubled over in her tube after 9 years. Finally her doctor said they did not look right. Unfortunately even though consumer told her not to pull them out or her uterus, she did anyway leaving fragments. She had a second surgery 3 months later. Almost two years later she suffers from several autoimmune symptoms and goes to doctors weekly. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pain in left side of body (interpreted as abdominal pain). The consumer stated the physician pulled the essure coils out, leaving fragments. She had to have a second surgery 3 months later. After two years she was suffering from several autoimmune symptoms. The abdominal pain, device breakage and autoimmune disease are serious due to their medical importance. Only autoimmune disease is unlisted in the reference safety information for essure. Since there is no alternative explanation for the abdominal pain that consumer had while on essure, the causal relationship with essure cannot be excluded. Although the physician pulled the essure coils that had been previously inserted. It is not clear whether there were less than 18 coils trailing in the uterine cavity, therefore a causal relationship with essure cannot be excluded. On the other hand, considering that essure inserts have a localized action in the fallopian tubes and do not have a systemic action, it is unlikely that essure could trigger an autoimmune disease. This case is regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.